Manufacturer narrative:
Preliminary analysis results showed that the auto-threshold function of the subject pacemaker behaved as specified.

Event description:
On (B)(6) 2017, in advance of an implantation procedure, the subject pacemaker was interrogated while still in the box. Reportedly, the pacing mode was reprogrammed from ddd to aai, and then back to ddd in order to disable the implantation auto detection function. Then, the polarity settings were reprogrammed from unipolar to bipolar for both channels. Later, still before implant, the pacemaker was interrogated again and auto-threshold was set to on for both channels. After clicking on the programming button, the atrial and ventricular outputs automatically changed to 4.0 v and 5.0 v respectively. The pacemaker was then implanted in the patient. During the follow-up performed on (B)(6) 2017, auto-threshold was set to off and the output settings were reprogrammed. However, when auto-threshold was reprogrammed back to on, the atrial and ventricular outputs automatically changed to 4.0 v and 5.0 v respectively. The same sequence of reprogramming was performed on (B)(6) 2017. This time, when auto-threshold was reprogrammed back to on, both atrial and ventricular outputs did not change automatically and remained the values programmed by the operator. Later, due to the increase in the atrial threshold, atrial auto-threshold was set to off and the atrial output was reprogrammed to 7.5 v/0.35 ms. Reportedly, as the patient had cardiac surgery and the atrial threshold was already high at the time of the implantation procedure, no issue was suspected regarding this threshold increasing. The reporter would like to know why ¿4.0 v¿ and ¿5.0 v¿ were automatically applied to the atrial and ventricular outputs respectively.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2017, in advance of an implantation procedure, the subject pacemaker was interrogated while still in the box. Reportedly, the pacing mode was reprogrammed from ddd to aai, and then back to ddd in order to disable the implantation auto detection function. Then, the polarity settings were reprogrammed from unipolar to bipolar for both channels. Later, still before implant, the pacemaker was interrogated again and auto-threshold was set to on for both channels. After clicking on the programming button, the atrial and ventricular outputs automatically changed to 4.0 v and 5.0 v respectively. The pacemaker was then implanted in the patient. During the follow-up performed on (B)(6) 2017, auto-threshold was set to off and the output settings were reprogrammed. However, when auto-threshold was reprogrammed back to on, the atrial and ventricular outputs automatically changed to 4.0 v and 5.0 v respectively. The same sequence of reprogramming was performed on (B)(6) 2017. This time, when auto-threshold was reprogrammed back to on, both atrial and ventricular outputs did not change automatically and remained the values programmed by the operator. Later, due to the increase in the atrial threshold, atrial auto-threshold was set to off and the atrial output was reprogrammed to 7.5 v/0.35 ms. Reportedly, as the patient had had cardiac surgery and the atrial threshold was already high at the time of the implantation procedure, no issue was suspected regarding this threshold increasing. The reporter would like to know why ¿4.0 v¿ and ¿5.0 v¿ were automatically applied to the atrial and ventricular outputs respectively.

Event description:
On (B)(6) 2017, in advance of an implantation procedure, the subject pacemaker was interrogated while still in the box. Reportedly, the pacing mode was reprogrammed from ddd to aai, and then back to ddd in order to disable the implantation auto detection function. Then, the polarity settings were reprogrammed from unipolar to bipolar for both channels. Later, still before implant, the pacemaker was interrogated again and auto-threshold was set to on for both channels. After clicking on the programming button, the atrial and ventricular outputs automatically changed to 4.0 v and 5.0 v respectively. The pacemaker was then implanted in the patient. During the follow-up performed on (B)(6) 2017, auto-threshold was set to off and the output settings were reprogrammed. However, when auto-threshold was reprogrammed back to on, the atrial and ventricular outputs automatically changed to 4.0 v and 5.0 v respectively. The same sequence of reprogramming was performed on (B)(6) 2017. This time, when auto-threshold was reprogrammed back to on, both atrial and ventricular outputs did not change automatically and remained the values programmed by the operator. Later, due to the increase in the atrial threshold, atrial auto-threshold was set to off and the atrial output was reprogrammed to 7.5 v/0.35 ms. Reportedly, as the patient had cardiac surgery and the atrial threshold was already high at the time of the implantation procedure, no issue was suspected regarding this threshold increasing. The reporter would like to know why ¿4.0 v¿ and ¿5.0 v¿ were automatically applied to the atrial and ventricular outputs respectively.

Event description:
On (B)(6) 2017, in advance of an implantation procedure, the subject pacemaker was interrogated while still in the box. Reportedly, the pacing mode was reprogrammed from ddd to aai, and then back to ddd in order to disable the implantation auto detection function. Then, the polarity settings were reprogrammed from unipolar to bipolar for both channels. Later, still before implant, the pacemaker was interrogated again and auto-threshold was set to on for both channels. After clicking on the programming button, the atrial and ventricular outputs automatically changed to 4.0 v and 5.0 v respectively. The pacemaker was then implanted in the patient. During the follow-up performed on (B)(6) 2017, auto-threshold was set to off and the output settings were reprogrammed. However, when auto-threshold was reprogrammed back to on, the atrial and ventricular outputs automatically changed to 4.0 v and 5.0 v respectively. The same sequence of reprogramming was performed on (B)(6) 2017. This time, when auto-threshold was reprogrammed back to on, both atrial and ventricular outputs did not change automatically and remained the values programmed by the operator. Later, due to the increase in the atrial threshold, atrial auto-threshold was set to off and the atrial output was reprogrammed to 7.5 v/0.35 ms. Reportedly, as the patient had cardiac surgery and the atrial threshold was already high at the time of the implantation procedure, no issue was suspected regarding this threshold increasing. The reporter would like to know why "4.0 v" and "5.0 v" were automatically applied to the atrial and ventricular outputs respectively.